Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that inadequate capture and pacing impedance anomaly were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of inadequate capture and varying low voltage impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Additional information was received clarifying the pacing impedance anomaly observed on the right ventricular lead was varying pacing impedance.